Event description:
This is the second report of two reports concerning the same patient. This report concerns the uni-cp screws product ID (B)(4). It was reported "two uni-cp screws broke on the cc joint and had to be removed. Both the plate and two of the screws broke. There was also a synthes 7.3 screw that broke as well." Additional information was requested numerous times by integra.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.